Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular malposition cannot be confirmed; however, per report, the patient had a fairly calcified sinotubular junction and mildly calcified aortic leaflets, which likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This report is related to MDR number (B)(4).

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, the valve was implanted about 80% ventricular and 20% aortic. The patient was left with moderate ai. A second valve was prepped and successfully implanted 60% aortic and 40% ventricular, leaving the patient with no ai or pv leak. During the 2nd valve implant, the balloon ruptured. The patient left the room hemodynamically stable.the patient had a fair amount of calcium in the stj, mild native valve/leaflet calcification and mild aortic root calcification. The coaxial alignment of the delivery system and the valve, and the image intensifier angle were both described as good. Per report, the ventricular malposition was due to calcium distribution.